Event description:
The pump was returned for investigation. Evaluation revealed contamination under buttons and compartment crack. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad is torn at the up/down buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All keypad buttons respond normally. Evaluation revealed that there was contamination under the contrast/up button contacts. The pump was open and no further moisture is observed internally. Moisture is observed in battery compartment. The display was found to be scratched, the display was not clear or legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).